Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the device had a "little brown speck" on it while still in the packaging. The device did not make patient contact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis in standard analysis of the returned device identified: device appearance; observed a yellow smooth particle, with oval shape, inside primary packaging, with size: 0.9 mm. Visual analysis in additional analysis of the returned device identified: observed a particle in shell size: 0.9 mm color: yellow, shape: irregular, morphology: smooth. It's within specification per qa199.12 code pt (foreign non-silicone, non-fibrous material inside package). To identify the composition over the area indicated in the complaint, an external analysis per lanotec was requested using an x-ray fluorescence by scattered energy (edx) and scanning electron microscope (sem). This analysis found carbon, nitrogen and oxygen, basically these components conform the particles found. Yellow particle inside device (not cataloged as workmanship).

Event description:
Healthcare professional reported that the device had a "little brown speck" on it while still in the packaging. The device did not make patient contact.